Event description:
It was reported that the customer wanted to know if it was fine to use tens unit with the insulin pump. The customer was advised to speak with healthcare provider for direction on using the tens unit. Customer stated that the she was on and off in the hospital since september for her chemo therapy and insulin pump had been exposed to x-rays. It was found in the alarm history there were no alarms other than the insulin pump alarmed no delivery and low reservoir. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.